Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to sudden increase in thresholds and pacing impedances, and noise that was oversensed causing pacing inhibition and inappropriate shock therapy. It was suspected that there was a lead fracture near the tip. No adverse patient effects were reported.